Manufacturer narrative:
The investigation determined the cuvette washing station had blocked tubing. The follow up actions were as follows: the tubing obstruction was removed and there have been no further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant low results were generated by a cobas 4000 c (311) stand alone system. The events involved a total of 2 patients with the following: two samples with discrepant results for ca2 calcium gen.2.